Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw has perforated at the femoral head after surgery. Subsequently, the patient was revised approximately 3-4 weeks post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. Review of the x-rays noted the overall fit and alignment of the implants is generally appropriate. Superior screw within the femoral neck appears to be too long along with confirmation of the reported event of screw perforation into the superior femoral acetabular joint. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that this is more a user error than an implant failure. Unfavourable combination of a lateral fracture of femoral neck with a subtrochanteric femoral fracture. The femoral neck component was unfavourably reduced in the varus and only marginally grasped with the femoral lag screw in cranial region. However; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.